Event description:
It was reported that the clips were not forming correctly. One clip may have spit out during the firing sequence which may have led to clips not forming correctly and crossing at the distal tips. The case was completed by opening a 2nd device, and there were no pt consequences.